Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found slightly overtorque of the inner coil consistent with the procedural damage. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of r-wave sensing variation and high capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented into the ER. It was noted that the right ventricular lead was not working, and the lead was deactivated. The lead exhibited no capture, high capture threshold and sensing anomaly. X-ray noted the rv lead had pulled back to svc. The lead was removed and replaced. The patient was stable.